Event description:
Staff removing sterile drapes after procedure it was noted that the grounding pad was coming off with the drapes. The rest of the pad was removed and the skin at the application site was noted to be reddened. Patient questioned nursing staff regarding the same and small flat reddened areas were noted and also a quarter size fluid filled blister. Discharged as planned. Removed from service and sent to clinical engineering.